Event description:
On 10/20/1999, the pt's spouse informed the MFR's rep of the following: his wife's device was implanted in 1999. The pt experienced a problem on 09/09/1999. (Exact nature of the problem was not specified). As a result, the device was explanted in 1999. Upon explant, it was noted that a 3" segment of the device catheter separated and migrated to the pt's heart. The pt was sent to a facility for retrieval of the 3" segment of catheter that he had in his possession. The pt's spouse stated that he would return the 3" segment of catheter to the MFR but the MFR would have to get the device body with attached segment of catheter from the explanting facility. The MFR's rep explained to the pt's spouse that due to pt confidentiality, the facility would not release the explanted device and/or any info to the MFR without the pt's permission/consent. It would be easier and quicker if he or his wife contacted the facility (risk management) regarding obtaining the explanted device and returning it to the MFR along with the 3" segment of catheter presently in his possession. The pt's spouse stated that the facility may have thrown the device away. He was informed that most facilities keep explanted devices for a certain length of time (time frames may vary) since the device was explanted a few weeks prior. It probably was still at the facility. He then asked how he would know if the analysis results given to him by the MFR were true. He was then informed that (1) he could request in writing that the MFR only perform non-destructive testing on the returned device and/or catheter; or (2) request that the device and/or catheter be returned to him along with the results of the MFR's analysis. He then indicated that this appears to be a lot of trouble and stated that he only called because he received the bill for the procedure and wanted to know who would pay for it. If he knew there would be so much trouble, he probably would have gone right to an attorney, but he was trying to avoid that. At that point, he said that he was going to contact the explanting facility's risk management and try to obtain the device. He would contact the MFR's rep later that afternoon (10/20/1999). No further details were provided at this time.